Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges wood is cracked on seat and user had to have the fire department help him out of the chair.

Manufacturer narrative:
The customer received a replacement device. The device in question was returned for evaluation but was inadvertently discarded prior to evaluation.

Event description:
Alleges wood is cracked on seat and user had to have the fire department help him out of the chair.